Manufacturer narrative:
The complaint states procedure: total knee replacement. While impacting the femoral component, the femoral impactor broke. All pieces were accounted for. Nothing fell into the patient. Reduced the knee to press down the femoral component to proceed with the procedure. Product specialist was present during the procedure. Patient was fine post-surgery. Photo is available. No delay in surgery. No adverse to patient. The investigation confirmed that the impactor had broken as reported. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on 30-jul-2014. This device is from an un-annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
While impacting the femoral component, the femoral impactor broke. All pieces were accounted for. Nothing fell into the patient.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.